Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient code (B)(4) no longer applies.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that the lead revision was to help the back a little better as the setting was causing bad stimulation down their legs and causing it to feel unsteady while walking. The issues were not resolved. Patient weight was reported to be (B)(6). No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2016 product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that a lead revision was performed in (B)(6) 2016. No further complications were reported.